Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during atrioventricular junction ablation (avj) procedure, device was found to be paced asynchronously. It was later determined that the device sense amplifier was likely saturated by the rf from the ablation catheter thereby causing the asynchronous pacing. The programming changes were made. The patient was stable post procedure.